Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-09502; related manufacturer reference number: 2017865-2021-10750. It was reported that a patient presented on (B)(6) 2021 with a pocket infection shortly after undergoing a pacemaker implant procedure on (B)(6) 2021. The entire system including the pacemaker, the right atrial and right ventricular lead was explanted. The patient was stable throughout.